Event description:
It was reported that during an exploratory laparoscopy procedure, the device misfired and was in the locked position. It is not known how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.